Event description:
The oxbridge nail was used in a meshworks 3d printed fusion cage surgery. The nail fractured into two pieces around 2 years after the device was implanted. The patient has had further surgery to remove the broken nail and to replace it with a different one.

Event description:
The oxbridge nail was used in a meshworks 3d printed fusion cage surgery. The nail fractured into two pieces around 2 years after the device was implanted. The patient has had further surgery to remove the broken nail and to replace it with a different one.